Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of home patient's machine during home patient's automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the system error message, hp noted that the supply line of the homechoice set had become disconnected from a supply bag. Tsc assisted hp in ending therapy early and advised home patient to setup with new supplies to complete therapy. Per rn, prophylactic antibiotics were given as a result of this incident.